Event description:
Additional information was received. It was reported the patient kept getting software problem with 1. Intellis etc. The controller started at 100% but at 40% the patient need to charge the controller again so they could charge the ins. It took 4-5 hours to recharge. The patient woke the screen up when it went to sleep. Recharge data was checked and one session was excellent from 10-100% in 1.5 hour. A new recharger was requested. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt says their hcp wants a rep to come to appointment on april 20th.  Caller says reason is for rep to connect with physician programmer "it seems to be taking me forever to charge, like 4 hours to charge and I cant wear a shirt". Pt. Says this has been happening for "about 6 months ago". Pt says they are "in pain" and I asked if this was because its so hard to keep ins charged up and they said yes. Troubleshooting was unable to be performed as I asked pt if I can try to help with their charging issue but they said they just want to meet with a rep.